Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room (ER) in ventricular fibrillation (vf) arrest with inappropriate pacing. There was increased threshold, intermittent loss of capture, and sensing difficulties on the ventricular lead. The device was reprogrammed to increase the right ventricular lead output. Subsequently, 5 ventricular high rate (vhr) episodes were logged, so the device was reprogrammed to a ventricular-only pacing mode at 80 beats per minute. The device and lead are still in use. No further patient complications have been reported as a result of this event.